Event description:
It is reported that end-user developed a red, raw, itchy rash located at the right lower quadrant (360 degrees) under the ostomy tape border which began approximately one (1) year ago. This rash has come and gone but over the past several months, it has gotten worse. It is also reported that end-user's primary physician has prescribed propionate cream, but end-user states that this medication has not helped at all.

Manufacturer narrative:
The product associated with batch 3g02993 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user's cleanses skin with a protective barrier wipe then applies the wafer. End-user was provided skin care instructions in using warm water and a mild soap, and sting protective barrier wipes. In addition, end-user was instructed to notify convatec with any questions or concerns. Lastly, end-user will be sent a sample of a tapeless wafer (sur-fit natura stomahesive skin barrier w/flange w/o tape collar and w/cut-to-fit opening); sh powder and sensi-care protective barrier. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.